Manufacturer narrative:
B3/d10: this event was observed between 09/24/2025 - 10/01/2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of one-link microbore catheter extension sets leaked at the hub. The pigtail was not working, which caused the IV to become dislodged. This was observed immediately after attaching to the IV hub during infusion/draw. The set was mated to a bd angiocath. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: six (06) actual devices were received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to disconnection. A functional testing, pressure testing and clear passage testing were performed; the devices were found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.